Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple altitude alarms. The customer's blood glucose level was high. As the alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be completed.